Manufacturer narrative:
(B)(4):all the trocars are with the optiview technology.the trocar made a noise that was hard to ignore.there was a drop in the pressure and the surgeon lost visibility.an echelon flex 45 was inserted in the trocar.

Manufacturer narrative:
(B)(4). The analysis results found that 48 devices were returned inside the original package and functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Additionally, 1 device was returned inside the original package and was noted to leak during insertion and removal of the test probe through the device. Leak test failed. In addition, 13 devices were returned inside the original package with the duckbills slightly open at slit. Leak tests were performed and the devices were noted to leak during insertion and removal of the test probes through the devices. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. Leak test failed.

Event description:
It was reported that during a low anterior resection procedure, the trocar was leaking air from the valve when using an echelon 45 flex. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.